Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('gen. Abnorm. Bleed') in an adult female patient who had essure (batch no. B94869) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("physical pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal infection ("vag. Infect"), depression ("psych injury:depression"), urinary tract disorder ("urinary probs"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), anxiety ("anxiety"), obsessive-compulsive disorder ("obsessive-compulsive disorder") and vulvovaginal rash ("rashes on both left and right vaginal labia"). The patient was treated with surgery (novasure endometrial ablation). Essure treatment was not changed. At the time of the report, the genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea, menorrhagia, vaginal infection, depression, urinary tract disorder, vaginal haemorrhage, anxiety, obsessive-compulsive disorder and vulvovaginal rash outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, genital haemorrhage, menorrhagia, obsessive-compulsive disorder, pelvic pain, urinary tract disorder, vaginal haemorrhage, vaginal infection and vulvovaginal rash to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2012 (summons) and (B)(6) 2014 (pfs). Patient received treatment for pelvic/ abdominal, dysmennorhea (cramping), menorrhagia (heavy menstrual bleeding),gen. Abnorm. Bleed, urinary probs.,vag. Infect. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded; on (B)(6) 2014: total bilateral occlusion, only the right tube occluded. Imaging procedure - on (B)(6) 2015: bilateral occlusion. Ultrasound scan - on (B)(6) 2018: bilateral essure devices partially seen. No fibroids. Endometrial stripe within the range of normal. No pathological amount of free fluid in the pelvis. Non-visualization of the ovaries possibly related to overlying bowel gas.. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') and genital haemorrhage ('gen. Abnorm. Bleed') in an adult female patient who had essure (batch no. B94869) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping)"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"), vaginal infection ("vag. Infect"), depression ("psych injury:depression"), urinary tract disorder ("urinary probs"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), anxiety ("anxiety"), obsessive-compulsive disorder ("obsessive-compulsive disorder") and vulvovaginal rash ("rashes on both left and right vaginal labia"). The patient was treated with surgery (novasure endometrial ablation and total laparoscopic hysterectomy, bilateral salpingectomy, cystoscopy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, heavy menstrual bleeding, vaginal infection, depression, urinary tract disorder, vaginal haemorrhage, anxiety, obsessive-compulsive disorder and vulvovaginal rash outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, genital haemorrhage, heavy menstrual bleeding, obsessive-compulsive disorder, pelvic pain, urinary tract disorder, vaginal haemorrhage, vaginal infection and vulvovaginal rash to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2012 (summons) and (B)(6) 2014 (pfs). Patient received treatment for pelvic/ abdominal, dysmennorhea (cramping), menorrhagia (heavy menstrual bleeding),gen. Abnorm. Bleed, urinary probs.,vag. Infect. Trailing coils- left-5, right-3. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded; on (B)(6) 2014: total bilateral occlusion, only the right tube occluded. Imaging procedure - on (B)(6) 2015: bilateral occlusion. Ultrasound scan - on (B)(6) 2018: bilateral essure devices partially seen. No fibroids. Endometrial stripe within the range of normal. No pathological amount of free fluid in the pelvis. Non-visualization of the ovaries possibly related to overlying bowel gas.. Batch no b94869 production date 2013-11-14 expiration date 2016-11-30. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available most recent follow-up information incorporated above includes: on 25-may-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') and genital haemorrhage ('gen. Abnorm. Bleed') in an adult female patient who had essure (batch no. B94869) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"), vaginal infection ("vag. Infect"), depression ("psych injury:depression"), urinary tract disorder ("urinary probs"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), anxiety ("anxiety"), obsessive-compulsive disorder ("obsessive-compulsive disorder") and vulvovaginal rash ("rashes on both left and right vaginal labia"). The patient was treated with surgery (novasure endometrial ablation and total laparoscopic hysterectomy, bilateral salpingectomy, cystoscopy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, heavy menstrual bleeding, vaginal infection, depression, urinary tract disorder, vaginal haemorrhage, anxiety, obsessive-compulsive disorder and vulvovaginal rash outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, genital haemorrhage, heavy menstrual bleeding, obsessive-compulsive disorder, pelvic pain, urinary tract disorder, vaginal haemorrhage, vaginal infection and vulvovaginal rash to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2012 (summons) and (B)(6) 2014 (pfs). Patient received treatment for pelvic/ abdominal, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding),gen. Abnorm. Bleed, urinary probs.,vag. Infect. Trailing coils- left-5, right-3. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded; on (B)(6) 2014: total bilateral occlusion, only the right tube occluded. Imaging procedure - on (B)(6) 2015: bilateral occlusion. Ultrasound scan - on (B)(6) 2018: bilateral essure devices partially seen. No fibroids. Endometrial stripe within the range of normal. No pathological amount of free fluid in the pelvis. Non-visualization of the ovaries possibly related to overlying bowel gas. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-may-2021: mr received. Surgery "total laparoscopic hysterectomy, bilateral salpingectomy, cystoscopy" added to event pelvic pain, medical significant and ir ticked. Essure removal details and reporter information was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('gen. Abnorm. Bleed') in an adult female patient who had essure (batch no. B94869) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("physical pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal infection ("vag. Infect"), depression ("psych injury:depression"), urinary tract disorder ("urinary probs"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), anxiety ("anxiety"), obsessive-compulsive disorder ("obsessive-compulsive disorder") and vulvovaginal rash ("rashes on both left and right vaginal labia"). The patient was treated with surgery (novasure endometrial ablation). Essure treatment was not changed. At the time of the report, the genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea, menorrhagia, vaginal infection, depression, urinary tract disorder, vaginal haemorrhage, anxiety, obsessive-compulsive disorder and vulvovaginal rash outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, genital haemorrhage, menorrhagia, obsessive-compulsive disorder, pelvic pain, urinary tract disorder, vaginal haemorrhage, vaginal infection and vulvovaginal rash to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2012 (summons) and (B)(6) 2014 (pfs). Patient received treatment for pelvic/ abdominal, dysmennorhea (cramping), menorrhagia (heavy menstrual bleeding),gen. Abnorm. Bleed, urinary probs.,vag. Infect. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on an unknown date: essure device was successfully occluded; on (B)(6) 2014: total bilateral occlusion, only the right tube occluded. Imaging procedure on (B)(6) 2015: bilateral occlusion. Ultrasound scan on (B)(6) 2018: bilateral essure devices partially seen. No fibroids. Endometrial stripe within the range of normal. No pathological amount of free fluid in the pelvis. Non-visualization of the ovaries possibly related to overlying bowel gas. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-oct-2019: pfs and mr received. Reporters information updated. Lot no. Were added. Event:abnormal bleeding (vaginal), anxiety, ocd and mental anguis rashes on both left and right vaginal labia were added. Event: psych injury were updated to depression. Lab data were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.